Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, receiver, and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation the device was visually inspected and no defect was found. Performed a voltage test and failed. Performed share log review and found a loss of connection within the investigation window. The complaint was confirmed because we can see a permanent loss of connection in the cloud data..the reported event of loss of connection was confirmed. The root cause could not be determined.